Manufacturer narrative:
Product ID: 37603, serial# (B)(4), implanted: (B)(6) 2016, product type: implantable neurostimulator. Product ID: 37642, serial# (B)(4), product type: programmer.

Event description:
The patient reported that they are seeing things that aren't there, like people falling asleep without warning, and have had a lot of falls which have increased since a week prior to date notified. An appointment with the neurologist is scheduled on (B)(6) to discuss the symptoms. Indication for implant is parkinson's dual and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.